Event description:
The customer reported that a secondary antibiotic infused into the primary tubing and that a check valve failure is presumed. The customer further reported that the nurse paused the infusion, implemented a new primary and secondary set and restarted infusion; no pt harm or medical intervention occurred. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.